Event description:
A report was received that the patient had pain at the lead site. It was discovered that a loop from the lead was irritating the nerve root, and this caused the pain. The event was procedure related. The patient underwent a revision wherein the lead was replaced with no suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.